Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing noted.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.